Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented during follow-up in clinic. Upon interrogation, inappropriate automatic mode switch caused by right atrial lead noise oversensing was observed. No intervention was performed. No patient consequences were noted.